Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-12 h6: investigation summary bd received 1 needle from the customer in support of this complaint. Evaluation of the returned sample indicated that needle together with the IV shield retracted and the push button broken down and the indicated failure mode of empty/ missing needle was observed. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was product is damaged (broken, missing, unassembled). The following information was provided by the initial reporter. The customer stated: "upon opening the package, there was no plastic cap."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was product is damaged (broken, missing, unassembled). The following information was provided by the initial reporter. The customer stated: "upon opening the package, there was no plastic cap."